Event description:
It was reported via repair work order that the brake alarm was beeping when the brakes were engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brake alarm was beeping when the brakes were engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the brake alarm beeping when brakes were engaged would result in caregiver annoyance; however, it is not likely to harm the patient as the brakes were still functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.